Event description:
Immediately upon waking from the disc implant surgery, I knew something was not right. X-rays taken immediately after the surgery showed the disc was a bit crooked (and is still crooked 5 years later), but I was assured it was not causing a problem, and that I would get better. About 4 months after the implant, I had to have a facet rhizotomy for severe nerve pain. And then about 9 months after the disc implant, I was told I needed to go ahead and have a fusion because the disc just did not work for me. However, even after those 2 additional procedures, and 5 years later, I am disabled, in constant severe pain, and there is apparently nothing that can be done to fix what I believe the charite artificial disc has done to me. At first, the implant did seem to help the pain from my sciatic nerve down my legs, that was caused by my damaged disc impinging on the nerve. But the relief lasted only a short while, and the sciatic pain returned. That is the only benefit I rec'd, though it did not last long. I continued to have constant and very severe pain in the center of my spine, and this pain is far worse than the pain I had before the implant. Though I was told this implant would restore normal spine function, I had less range of motion than before, and I have never fully regained my pre-surgery range of motion. My pain was and is so severe and constant, and is made worse by sitting, standing, walking, or riding in a car for more than a few minutes. I can no longer lie flat on my back, and if I accidentally roll over on my back while sleeping and stay that way for more than a few minutes, I will wake up crying and it takes many hrs for the pain to subside. I can usually bend forward, though it is not comfortable, and if I do it too often in a short period of time it causes additional pain. If I accidentally twist it is extremely painful. In fact, I am so sensitive to any type of small abrupt movement that really small things can leave me stuck in bed for hrs to days on end. Things like my husband placing his hand on me if I did not know he was behind me, or if I stumble a bit when I walk, or if I'm in a car and drive over a pot hole in the road. Even sneezing or coughing causes significant pain. The artificial disc seemed to change the way my hips worked, and changed the way I walked. My hips felt "off" in that they moved in a strange way that they did not do before the implant. They felt loose, like there was too much swing in the movement where my spine connects to my hips. I also began having this problem where my hip/low back area locks up, and until it "unlocks" I am completely unable to move the lower half of my body. While I am "locked up" the pain is so bad I cry. The fusion did mostly fix the weird looseness in my hip/low back, but it did not fix the locking up problem. I also noticed that I still have strange symptoms in the way my hips work, because I can move one leg out in a straight motion to the side, but now the other leg will only swing out at an angle. I fell this is related to whatever about the disc caused the weird motion in the way my spine/hips interact. I also experience an occasional clicking or popping sensation in my spine - in addition to that, I have severe stabbing pain in the center of my spine at the implant level. There is an area in the center of my spine, at about the implant level, that often swells and puffs up in my back. This usually happens when I have been up walking around for a while, or if I go for a short trip to the grocery store or try to do a load of laundry or something similar. It swells up significantly, like a big ridge, and if I turn sideways and raise my shirt you can actually see the swollen lump puffing out. I have additional nerve pain in my hips, and also topical nerve pain when my skin is touched anywhere from my low back to the backs of my thighs and around to the inner front part of my thighs. Sometimes instead of pain in those areas, it's a numb or tingly sensation. I also have an area directly under the l5/s1 area that has a strong and constant achiness. It's in an area about 6-8 inches wide, and an inch of two high. This area constantly aches, but is worsened if it is cold or humid, or if I have moved around too much. I am unable to sit, walk, stand, or lie down flat for more than a few minutes without it causing my pain to increase. The only comfortable position I can find is a reclined position, or sometimes lying on my side, but neither relieves my pain, only keeps from causing additional pain. Though I can usually walk unassisted, I have multiple canes in the house, and one I keep in the car, because I never known when a leg will go numb, or when my central spine pain will flare up so badly that it makes it impossible to walk without a cane. I also have to keep a walker nearby because occasionally the pain is so bad I cannot even make the 20 foot walk to the bathroom without it. However, I do also have times where the pain is so bad, or when I am "locked up" that I absolutely cannot walk at all, period. (Or as mentioned before, cannot move my legs at all) these episodes may last anywhere from a few seconds to a couple of hrs. Another issue that I believe is related to the charite disc implant has to do with my bladder. I have almost completely lost the ability to tell that I need to urinate ahead of time. Usually, you can tell what you need to go, and that need builds over time, but you have warning and can get to a bathroom. Most of the time now, I do not know I need to urinate until it is so urgent that I have only a few seconds to get to the restroom. This causes quite a problem if I happen to have difficulty walking at the moment this happens. It is like I have already "held it" as long as I can, except I had no knowledge that I even needed to go at all. I have read info that the charite implant has caused bladder problems in some patients, so since I had no problem like this before, I can only guess this is the cause of my bladder problem, also. Because of all these problems, my life has drastically changed. I am unable to work, socialize, or even do much with my husband. I spend most of my time either in bed or in my recliner, and only leave the house on a "good" day, (a good day is a day when I do no have the increased pain above my constant severe pain) or when I absolutely have to, like to get medicine or go to the dr. I take 240mg of morphine daily, in addition to other medications, and even this does not alleviate my pain or control it in a satisfactory way. I believe these problems are all caused by the charite implant, and hope that some further research will be done on its effectiveness and safety, before it ruins anyone else's life.